Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump failed battery test. Customer blood glucose reading was 150 mg/dl. Customer performed battery test but the insulin pump failed the test. No further detail was given. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed battery test alarm due to blank display. Unit had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.